Manufacturer narrative:
(B)(4).

Event description:
Information was received from the health care professional (hcp) reported that the patient was due for a surgery on the day of the report and that a scan of the l-spine for a lumbar infection was needed. They wanted to get an MRI done before the procedure. The infection was reported to be present for as many as 6 weeks prior to the report, but it was discovered on the (B)(6) 2016. Additional information from the hcp reported that the surgery was done and the issue was reported resolved. The hcp stated that they did not have to do an MRI because the implantable neurostimulator (ins) was MRI compatible. The indication for this patient was failed back surgery syndrome and multiple back operations.